Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as cracked valve seat diaphragm valve. An opening was observed assessed as surgical damage. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.